Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not functioning properly and the issue was intermittent. A field service engineer (fse) retrieved the key and, with escort assistance, logged into the station and was able to recover the failure. The customer reported that the issue had been intermittent. The fse powered down the station, removed and replaced the wire harness, and cleaned the mini switches. After restarting the device, the fse accessed the hardware test application and performed a full functionality test, which completed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager did not unlock the fridge to remove medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.